Manufacturer narrative:
The device was evaluated, and it was reported by the service engineer (se) that the issue was confirmed. The se performed a flow sensor zero calibration, and the issue was resolved.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not stay in standby mode. The device cannot maintain standby mode even when the circuit is removed and resumes ventilation after a few seconds. There was no patient involvement when the issue occurred. There was no patient or user harm reported.